Event description:
Multiple atrial monitoring episodes on hm show lead noise on atrial channel. Advised to bring patient in to evaluate lead. Lead remains actively implanted and no adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
1/30/2020 - it was reported that the patient was seen in clinic for evaluation of lead noise. Isometrics presented noise and presenting rhythm showed high frequency noise on atrial channel. All values were in-range. Data to be presented to physician for next steps. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.